Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Updated h3 device evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right surgical aorta in a 75-year-old male patient presenting with postcardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos), scai shock stage c, with a history of known coronary artery disease. During support, the automated impella controller (aic) displayed a controller-failure alarm. The aic was exchanged, and support resumed without further issues. The reported events are controller failure, device revision or replacement, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support resumed without any known adverse events.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D9: device was received and date returned was added. H6: type of investigation code was updated due to the device being returned. H11: additional manufacturer narrative was updated due to the device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.